Manufacturer narrative:
Updated fields: b3: event date, b5: event description, e1: contact name, e3: occupation. Corrected fields: e1: phone number, e2: health professional.

Event description:
The issue was found during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had leakage from the instrument channel and the scope elevator was not working. Inspection and testing of the returned device found the instrument channel was clogged with foreign material and the forceps elevator had a yellowish/brown foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the forceps elevator had foreign material, the instrument channel tube was clogged, there was no water flow due to the air/water tube being crushed, the up/down and left/right knobs could not be locked securely due to deformation of the forceps elevator knob, the angle wire was worn, the adhesive on the bending section rubber was detached, the connecting tube was discolored, the bending section rubber was discolored, the universal cord was scratched, the label on the scope connector was peeled, the forceps control lever was damaged, the color ring was cracked, the control unit was scratched, the scope cover was dented, the forceps raising angle was out of standard, watertightness was lost due to deformation of the control unit and the up/down knob, the instrument channel had leakage, and the acoustic lens was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.